Manufacturer narrative:
Pending investigation. D10: 314-13-03 - equinoxe cage glenoid medium, alpha 3898105; 300-01-09 - equinoxe, humeral stem primary, press fit 9mm 3901276; 300-20-02 - equinox square torque define screw drive kit 3918558; 300-10-45 - equinoxe replicator plate 4.5mm o/s 3937456; 310-01-44 - equinoxe, humeral head short, 44mm (alpha) 3951292; 315-35-00 - glnd kwire 3953673; 315-35-00 - glnd kwire 3953685; 321-20-00 - equinoxe reverse shoulder drill kit 3991776.

Event description:
As reported, approximately 9 years and 3 months post the initial right total shoulder arthroplasty (tsa), the patient complained of pain and the surgeon thought it was a possible infection. The surgeon checked the stem and converted the patient from a hemi to a reverse. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.